Event description:
Healthcare provider reported a left side rupture. Ultrasound confirmed event. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare provider reported a left side rupture. Ultrasound confirmed event. The device remains implanted.

Event description:
Healthcare provider later reported "no rupture at explantation. No rupture in left side". Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.